Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 69-year-old female with an indication for use of post-operative lvad support presented in pre-support cardiogenic shock consistent with scai shock stage e. During rp flex insertion, bleeding was observed at the groin access site while obtaining venous access. The bleeding source was identified as an artery that was inadvertently nicked during access and resolved prior to the patient leaving the cardiac catheterization laboratory. Following implant, arterial access was obtained and coil embolization was performed to achieve hemostasis. During the procedure, the rp flex placement signal became unavailable, and the aic console displayed a ¿placement signal not reliable¿ alarm. The reported event involved a patient-related vascular access complication and a non-recoverable loss of placement signal without evidence of device malfunction. Hemostasis was successfully achieved, and the rp flex device continues to provide support without further complications. Based on available information, the event appears procedure-related rather than attributable to a device failure; however, product evaluation is pending upon return of the pump.